Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that customer experienced unspecified battery issues. Customer¿s blood glucose level was 230 mg/dl. The customer reverted to an alternate method in insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional event information was available.